Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown. Concomitant med products and therapy dates: attachment device; (B)(6) 2021. PMA/510(k) number is unknown. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated.

Event description:
It was reported from (B)(6) that the burr device kept snapping off when in use with the attachment device. It was further reported that the burr device kept breaking. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.